Event description:
It was reported that there was an overstimulation sensation. From the time of implant, up until a couple of months ago, the patient would have sudden overstimulation. The battery would overstimulate the patient at times. However, the issue was remedied by a programming session that occurred a couple of months ago where the manufacturer's representative cleared the previous programming, which included adaptive stimulation, and reset everything with adaptive stimulation still in place. The manufacturer's representative was asked if the overstimulation was expected based on the patient¿s programmed adaptive stimulation. The manufacturer's representative stated it was not related to adaptive stimulation. All the impedances looked good. The electrode impedances were in the 800-1190 range and the manufacturer's representative had looked at multiple references and therapy impedance. The manufacturer's representative stated she checked all impedances, checked the device carefully, and there was no issue with the stimulator or electrodes.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead.